Event description:
It has been reported to philips that the c-arm was free-floating randomly. The device was in clinical use. No harm was reported. A philips field service engineer (fse) visited the site and determined the geometry module was sticking and needed to be replaced. After replacing the geometry module, the device was returned to expected functionality. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was free floating randomly, barely touching the control, and locking back in. Upon further troubleshooting action, field service engineer (fse) found issue with the flex move would not stop when letting off the joystick, and control knob was loose and sensitive to the touch. Fse inspected the geo module and confirmed the knuckle was sticking. The fse, replaced the geo module, and reloaded software in the module. After replacement of geo module, the system was returned to use in good working order.